Manufacturer narrative:
A batch review was conducted and it was found that during manufacturing, one unit failed spike port leak testing due to poor application of cyclohexane. The involved operator was retrained and all affected units were scrapped. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2018. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml exactamix eva tpn bag had leaked from the middle port after being clamped. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.